Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed to address the occlusions. Additionally, it was reported that air bubble were observed within the infusion set tubing. Customer declined to perform troubleshooting for the air bubbles. Customer's blood glucose level was in the 400's mg/dl range.